Manufacturer narrative:
H3: the catheter and stylus were returned to the manufacturer for evaluation. Testing found that the stylus was stuck inside the catheter and the stylus was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs for the thermal therapy system were returned to the manufacturer for evaluation. Analysis found that the software of the th ermal therapy system functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735566, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4) ; product ID: 9735559, serial/lot #: (B)(4), ubd: 01-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the surgeon had difficulties removing the stylet when attempting to insert the catheter. It was noted that the surgeon had no resistance on insertion of the catheter. When switching to the laser ablation, saline was flushed out of the catheter and the site moved to the second trajectory. The same catheter was used as the procedure was sterile had there was resistance inserting the stylet. Upon removal, there was difficulties removing the stylet and the unit was subsequently bent. The facility elected to use a new catheter and stylet to continue with the procedure.